Manufacturer narrative:
(B)(4).

Event description:
It was reported the physician was attempting to a use a sprinter legend balloon to pre-dilate a severely calcified and tortuous lad lesion exhibiting 90% stenosis. Negative prep/purging was performed on the device prior to use with no issue noted. The device was inspected with no issues noted. The lesion was pre-dilated once by the sprinter legend balloon at 16atm for 8 seconds. Seventy percent stenosis remained after pre-dilatation. During the operation, it was reported that the balloon burst on first inflation. A gradual drop in pressure was noted on the inflation device. It was removed from the patient and replaced by a new one to complete the operation. The physician commented that the event was related to patient's severe vessel calcification. No patient injury was reported as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.